Event description:
It was reported that this inflatable penile prosthesis (ipp) started to lose rigidity after about a month of use and the bulb of the pump was empty. During the initial implant, the physician made double connections of this ipp to shorten pump length. The second connection wasn't made correctly so there was a kink in the tubing. The pump was explanted and replaced. There were no patient complications reported.